Manufacturer narrative:
Combination product: yes the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead was implanted on (B)(6) 2026. Threshold was elevated in 1 week check and setting changed to 4.5v. On (B)(6) 2026 pacing failure was confirmed at check. Rv lead setting changed to 7.5v(1.5ms), but no pacing gained. On (B)(6) 2026 re-operation was conducted. Rv threshold was 9.5v prior to surgery. Re-positioning of rv lead tip was successfully completed after some trial. No lead change required.